Event description:
A nurse at the user facility reports that the surgeon noticed a mark on the intraocular lens (iol) after it was inserted into the pt's eye during iol implant surgery. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested.